Event description:
It was reported that, pt reports high cobalt levels-2, 3. Pt complains of swelling, complete fatigue, weight loss, and vision loss. Update: dr (B)(6) states pt presented with increased pain in joint area, elevated chrome and cobalt serum levels and positive mars scan.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.